Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer controller pcb in aux 2 drawer 2.2 was preventing the aio from powering on. The field service engineer replaced drawer controller, circuit board and drawer module to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system stuck on black screen and caused delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.